Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing discomfort and was unable to figure out how to use his inflatable penile prosthesis (ipp). The physician was able to inflate the device easily, so assumes it was a dexterity issue for the patient. A revision surgery in which the ipp was removed and replaced with a tactra device.

Event description:
It was reported that the patient was experiencing discomfort and was unable to figure out how to use his inflatable penile prosthesis (ipp). The physician was able to inflate the device easily, so assumes it was a dexterity issue for the patient. A revision surgery in which the ipp was removed and replaced with a tactra device. After the procedure, there were no further issues.

Manufacturer narrative:
Additional information: describe event or problem the reason for replacing this product is unrelated to the field action. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.